Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the system board to lcd cable connection was found to be loose. The cable was reconnected to the system board to address the issue.